Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had severe nosebleed resulting in holding bival, aspirin and coumadin. The patient¿s international normalized ratio (inr) was 1.6. Ear nose and throat (ent) consulted and packing needed. Once bleeding resolved, anticoagulation restarted. No pump malfunction noted. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event cannot be conclusively determined through this evaluation. It was reported that the patient had a severe nose bleed on (B)(6) 2021 that resulted in the decision to hold their bivalirudin, aspirin, and coumadin. Their internal normalized ratio (inr) was 1.6. Ear nose and throat (ent) was consulted, and packing was needed. Once the bleeding was resolved, anticoagulation was restarted. No pump malfunction was noted. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), until they underwent a routine heart transplant on (B)(6) 2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jul2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.